Manufacturer narrative:
The bone positioner is provided non-sterile and is a class I instrument and therefore does not have a UDI. The 1.6 mm k-wire x 6 in lng (1405-2017) is provided to the customer within a sterile kit (sk-12) and marked single use. There was no malfunction reported for the devices involved with the reported event. Based on the information provided, the surgeon indicated there was a stress riser in the bone during the surgery while the positioner was already in place on the bone. Although the most likely cause cannot be confirmed, it is possible that the bone was subjected to excess bending stress as a result of overtightening the positioner when being placed on the bone. This resulted in the break/fracture of the 2nd metatarsal which was repaired using a combination of tmc (biplanar plate and 1 screw) and non-tmc hardware. The instructions for use caution against the use of tmc hardware in combination with any non-tmc hardware. The company will supplement the MDR as necessary and appropriate.

Event description:
During a bunion surgery on (B)(6) 2017, the patients 2nd metatarsal fractured upon overtightening the positioner (1405-2036) and then completely broke when the k-wire (1405-2017) was passed through the positioner into the bone. The surgeon repaired the break using a combination of tmc (biplanar plate and 1 screw) and non-tmc hardware and was able to successfully complete the case.